Manufacturer narrative:
D2a. There were multiple medical device types reported to be involved. The information for the additional device type is as follows: jka d2b. Common device name: tubes, vials, systems, serum separators, blood collection e.1 initial reporter phone #: an additional phone number was provided: (B)(6). Investigation summary: bd had not received any samples or photos for investigation. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure mode: cracked product/component. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
Report 5 of 10 it was reported that during blood collection of one patient using bd vacutainer® ultratouch¿ push button blood collection set, the tubing of one device was broken resulting in sample leakage. No adverse impact was reported regarding the patient or user.